Event description:
The customer reported the 9900 system booted up with a collimator calibration required message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The 9900 system nodes were flashed and reloaded. The system was tested and operates as intended.